Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that programmer's printer was not working correctly and noted that one printer roller bearing was missing from the printer drawer and that the release lever was also missing. The printer drawer was replaced and it was verified that the printer then printed as expected. Analysis additionally noted that the power supply was corroded and that there was corrosion in the power supply bay of the upper case, the upper hinge plate was cracked, the latch tab on the power cord bay door was broken, the overlay touch screen was cracked, the electrocardiogram connector on the link electronic module (lem) board was loose and the system fan was noisy. All found defective parts were replaced and the lem board was additionally calibrated. (B)(4).

Event description:
It was reported that the programmer's printer was not working, that it did not print on the lower third of the page. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.